Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was suspected of premature battery depletion. The device emitted beeping tones 45 months post implant.